Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a replacement surgery procedure, after removing the socket, the ezout saw blade broke, the broken blade was removed using forceps. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade. A device history review(DHR) was performed and all manufacturing specifications were met during the time of manufacture of this product. The returned blade was evaluated by the product subject matter expert(sme) where from the analysis carried out, showed that the blade was used in an aggressive manner up to the time of fracture. The instructions for use (IFU) for the ezout acetabular cup removal system (7202-001-700) include warnings under the section ¿to operate the handpiece¿ that outline the user is not apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment.

Event description:
It was reported that during a replacement surgery procedure, after removing the socket, the ezout saw blade broke, the broken blade was removed using forceps. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.